Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had begun alarming again. A field service engineer visited and found powered off in another room. The switch was powered on, and as the station began to start up, it produced partial beeping, indicating that it was only receiving incomplete power. The power cable was moved at the connection point to the machine and was found to be loose but firmly pressing it in stopped the beeping. It was determined that the module plug on the power cable was causing a poor connection. The power cord was removed and replaced, and it was verified that the new cord fit more securely in the machine and maintained stable power. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station started alarming. This issue had been evaluated previously, but it continued to recur at the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.